Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material separation was able to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the procedure was performed to treat a lesion in the left tibial trunk. It should be noted that the trek rx and mini trek rx coronary dilatation catheter instructions for use states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. Balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. Balloon dilatation of a stent after implantation. The reported deviation of the IFU does not appear to have caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the noted multiple hypotube bends, the noted multiple kinks (hypotube, shaft, bayonet/support skive, outer member) and ultimately resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left tibial trunk. A 3x20mm trek balloon dilatation catheter (bdc) faced resistance with the anatomy during advancement, and the shaft separated into two pieces. The bdc was removed without issue, and no portion of the device remains in the anatomy. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.